Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported "right side exchange from textured to smooth implants due to the patient's concern with the product, and capsular contracture, baker grade iii¿. Device remains implanted.

Event description:
Device has been explanted.